Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator kept turning off randomly and the issue began about a week ago. Patient stated that the stimulator would turn off in the middle of the night even though the implanted neurostimulator and controller batteries were both in the green. Patient mentioned that they woke up one morning and the stimulator was off even though it was fully charged and that they had to use the stim on/off button to turn stimulation back on. During the call agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Agent had patient re insert the battery and confirmed controller was 40% and implant was 30% with controller light flashing. Patient confirmed no visible damage to the equipment. Patient then connected the recharger and confirmed recharging excellent. Agent redirected patient to their healthcare provider to further address the issue and to contact a medtronic representative if the issue persists.